Event description:
It was reported that there was a cut in the patient line of the homechoice cassette. This occurred during set up of the device for peritoneal dialysis therapy. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.